Manufacturer narrative:
H6: results : (other): visual inspection of the lens shows that a portion of the haptic is torn and missing and the other haptic has a small tear. Clear surgical residue on product. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
Reporter stated tht the suergon was implanting silicone lens model aa4203tl into the patients eye and noticed the lens tore upon insertion. The surgeon removed the lens without enlarging the incision. No patinet injury.